Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history lot: part: 399.092. Lot: 5945482. Manufacturing site: (B)(4). Release to warehouse date: 28.may.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the forceps lock device was broken and unable to hold. No further information is available. This report is for one (1) reduction forceps with points medium handle-soft ratchet. This is report 1 of 1 for (B)(4).